Event description:
During an accessory pathway procedure, the catheter fractured which required replacement. After accessing the left ventricle to map the mitral annulus, the catheter could not be manipulated. The catheter was retracted from the patient and it was noted that the tip of the catheter was fractured. The catheter was replaced. And the procedure was completed successfully with no patient consequences.

Event description:
During an accessory pathway procedure, there was a steering issue with the catheter which required replacement. After accessing the left ventricle to map the mitral annulus, the catheter could not be manipulated. The catheter was retracted from the patient and the steering issue was confirmed. The catheter was replaced and the procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One bi-directional, curve d-f, flexability ablation catheter was received for evaluation along with a video and photo that were submitted to the product performance engineering team. A notable bend in the catheter shaft made the device unable to deflect within specifications. There were no missing parts of the device noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue remains unknown.